Manufacturer narrative:
(B)(4): the customer will not be returning the device for evaluation. The device was not received for evaluation and a lot number was not provided, therefore, a DHR review could not be performed. Should the device become available a new issue will be opened and an investigation will be performed. Further details reported from the customer revealed that an improper light cable was used in conjunction with the retractor (used a 5.0mm instead of a 3.5mm light cable) which is the root cause of the failure. The customer did not use the IFU # 26-0067 correctly.

Event description:
The patient received 3rd degree burns. (B)(6) 2011, the writer spoke with (B)(6), director of surgical services at (B)(6) medical center. (B)(6) stated that the incident occurred during a breast augmentation surgery. The surgeon was enhancing the right breast and the left breast was burned by the retractor. The injury resulted in a 4.5 cm x 1.7cm burn of the left breast. Cold saline was applied to the burn during the procedure. The procedure was completed. (B)(6) stated that after the injury took place it was realized that the improper light cable was used in conjunction with the retractor. Since the incident the facility has identified the proper cable to use and has removed the other cables and implemented use of the correct cables effective immediately. (B)(6) 2011, follow up with (B)(6) has indicated the burn has been downgraded to a 2nd degree burn. The device will not be returned to carefusion for evaluation.